Event description:
Event description cpi received information that a patient with this implantable pulse generator (ipg) and bipolar lead was experiencing oversensing. An invasive procedure was performed, the lead had dislodged. The phyisican elected to replace the ipg and lead. * the physician's manual 352527-003c, page 15, lists displacement as an adverse effect.